Manufacturer narrative:
Product analysis: the device returned loaded in the sheath, with the balloon exiting the tip. The distal tip of the sheath was pulled inwards. Necking and deformation were evident to the distal portion of the sheath. The balloon returned partially inflated, and therefore was not possible to remove the device through the sheath. The balloon was deflated successfully with no issues noted. The balloon was inflated to 14 atms and maintained pressure with no issues noted. Resistance was felt while attempting to load a 0.035 inch guide wire through the device. The device could not be removed proximally through the sheath. The luer of the device was cut off to remove the device distally through the sheath. Stretching and deformation was evident to the shaft; the shaft was stretched 55.8 cm proximal to the distal tip for 10 cm. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an impact admiral with a spider fx during treatment of a fibrous lesion in the patient¿s mid superficial femoral artery (sfa). Moderate calcification and slight tortuosity are reported. Lesion exhibited 80% stenosis. An inflation device was used. Device was prepped as per IFU without issue. No negative prep performed. The device was passed through a previously deployed stent. No resistance was encountered when advancing the device. Balloon inflation difficulties were experienced at a pressure of 6atm. The balloon was continuously inflated to maintain a pressure of 6atm to complete the procedure. Inflation and deflation were not reported to be correct. Possible hub/luer leak suspected. The device was removed with the introducer. No injury reported. When the device was returned to the manufacturing facility, it was noted that the device returned partially deflated.